Event description:
An arthroscopy for media unicompartmental arthroplasty was done with no apparent problems. Post operative x-rays revealed a metal object in the knee. Another surgery was done to remove a broken off section of the ingress cannula that was used in the original procedure. The main housing part of the cannula had been discarded.